Event description:
The customer reported that the clear insulation near the jaws became torn during a gyn procedure. The surgeon opted to continue to use the device and during the case inadvertently burned the patient's bowel. The surgeon noticed an injury in the rectal serosa and the area was then stitched closed. The patient was still in recovery when the incident was reported.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation. Visual inspection found the clear insulation is damaged. The insulation is intact, no pieces are missing or detached from the device. The device failed hi-pot. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Prior to activating electrosurgical current, verify that the flexible silicone insulation completely covers the metal portion of the shaft directly proximal to the jaws to reduce the potential for unintended tissue effect.